Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose over 600 mg/dl which was addressed with a supply change. Additionally, the pump time was inaccurate due to customer not changing it for daylight savings. Tandem technical support performed a pump system check and found the pump to be functioning as intended.